Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The lesion was located in the proximal left circumflex artery. A 3.0 x 15mm promus element stent was advanced to the lesion and deployed. The physician attempted to post-dilate the stent with a 3.0 x 8mm quantum maverick balloon catheter but the catheter failed to cross the lesion. Following removal of the quantum maverick, it was noted there was "expansion failure". The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).